Manufacturer narrative:
The lead was returned in two sections. Externalized conductors due to internal insulation abrasion were found at 9.5-13.2cm from the distal tip. Internal insulation abrasion was found at 6.8-8.0cm from the distal tip. External insulation abrasion was found at 30.0-31.0cm from the distal tip consistent with lead friction to another device. The etfe coating on the ring electrode cables was intact at these locations.

Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.